Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter coming out due to clogging of the suction channel inside the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.